Event description:
It was reported that during a bph prostate procedure, ¿fiber spark burnt out" the case was completed by an alternative procedure (turp). Patient outcome: "no injury to patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the fiber was fractured at the at the uv glue zone; the fiber output area exhibited moderate devitrification; the fiber is blackened/burned at the location of the fracture; the heat shrink tube is severely melted/turn at the location of the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation, due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).